Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative reported that, while in a spine lumbar fusion procedure, the surgeon was inserting a solera 5.5/6.0 multi-axial screw, the tip of the driver broke off in the head of the screw. The broken piece could not be removed and was retained in the patient. There was a two-minute delay in procedure. There were no complications, symptoms, or additional treatment/surgery performed as a result of this event. The site declined to provide post-op computed tomography (CT) images of broken device. The surgeon completed the procedure with the use of the navigation system. There was no harm to the patient and no impact on patient outcome.

Manufacturer narrative:
Patient information was not made available from the site. Return of solera 5.5/6/0 driver requested. No parts have been received by manufacturer for analysis. Per the toxicological risk assessment of the material in the device, the potential health risk resulting from exposure to a fragment of the device is considered to be negligible. On 06/19/2015 confirmed on inner shaft 9735023-01 drawing that the driver tip material was (B)(4) stainless steel.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
A medtronic representative reported that the site disposed of the damaged instrument.